Event description:
Crew arrived to find pt in full cardiorespiratory arrest with bystander CPR in progress. Assessment and initial monitor showed v-fib (0717 hrs). Defib at 200, 300, and 360 joules (0718 hrs). After the third defib the unit would not fire a fourth time. Pt given intravenous epinephrine (0719 hrs) and intubated (0720-0721 hrs). The second monitor defibrillator was secured and applied. The pt was successfully defibrillated at 360 joules (0722 hrs). A cardiac rhythm was established and the pt was transported to the hosp.